Event description:
Caller reported that insulin gauge displayed an amount different than expected, although the pump was not displaying the discrepancy at the time of the call. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.